Event description:
It was reported that the patient was experiencing charging issues. The patient underwent implantable pulse generator (ipg) revision procedure. Patient status postoperatively is good. Unable to return due to hospital policy.